Event description:
An attorney reported a pt who was treated in the upper vermilion, forehead and the nasolabial folds (date unk). The attorney alleged that the material was given "inappropriately", in such a manner as to occlude some blood supply resulting in tissue necrosis of the upper lip. The attorney stated that pt needed subsequent reconstructive plastic surgery to correct the upper lip. No further clinical info was provided.